Event description:
It was reported that the patient had her device and all components removed on (B)(6), 2012. The removal was due to the wires having been "fried" and that the device had never worked for her. The patient had a brain MRI done about a year ago and ever since the MRI the system was nonfunctioning. The patient reported that there was no stimulation sensation, and that the device had never worked since implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3998 lot# n25686b serial# implanted: 2002-(B)(6) explanted: 2012-(B)(6) product type lead; product ID 37752 lot# serial# (B)(4) implanted: 2007-(B)(6) explanted: product type recharger; product ID 37742 lot# serial# (B)(4) implanted: 2007-(B)(6) explanted: product type programmer, patient; product ID 3708240 lot# serial# (B)(4) implanted: 2007-(B)(6) explanted: 2012-(B)(6) product type extension; product ID 3470 lot# serial# (B)(4) implanted: explanted: product type receiver. (B)(4).